Manufacturer narrative:
Concomitant products: product ID: 457445 lead; product ID: 419588, lead, implanted: (B)(6) 2014.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead while inserting the pace/sense portion to the new implantable cardioverter defibrillator (ICD) device. The lead also alerted for high pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.